Manufacturer narrative:
Results: the returned rod was confirmed to have fractured at the laser marking dot. The laser marking dot was inspected using a microscope and voids were identified. These voids can act as stress risers when placed on the tensile side of the bend, which they were in this case. Conclusion: the most likely cause of the customer reported event is the presence of voids on the lasermarking dot, as a result of the manufacturing process.

Event description:
It was reported that the surgeon was bending the vitallium rod with the french bender and the rod broke. The bender was on setting 5. The surgeon then used a titanium rod instead and was able to complete the surgery. Delay of 5-10 minutes.

Event description:
It was reported that; the surgeon was bending the vitallium rod with the french bender and the rod broke. The bender was on setting 5. The surgeon then used a titanium rod instead and was able to complete the surgery. Delay of 5-10 minutes.